Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2012 ,1056t st jude lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the right ventricular (rv) lead was noted with undersensing and possible oversensing at times. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that a lead integrity alert (lia) triggered for high sensing integrity counter (sic) and high rate non-sustained episodes on the rv lead.